Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore spot on their back as well as a sore spot underneath the one electrode. It looks like a red spot that is moving, getting bigger, and puffing up where the skin is separating. The area is not a scab but is bleeding and raw. The patient's nurse covered the affected area with gauze and the doctor recommended that the patient continue with this. During a follow-up, it was reported that the patient's irritation improved after keeping the area dry as well as keeping the garments off the area.